Event description:
Follow-up to the coroner's office determined that the patient died of a suicide. The device was not removed during the examination. Attempts for additional information from the treating psychiatrist were made, however have been unsuccessful to-date.

Event description:
It was reported that the vns patient passed away. The cause of death was unknown. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.